Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. The severely stenotic target lesion was located in the tortuous and calcified distal coronary artery. A 2.50 x 12 synergy ii drug-eluting stent was advanced for treatment. However, it failed to advance the lesion and when removed, it was noticed that the distal part of the stent was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.